Event description:
The user facility reported that after a processing cycle was complete, the "door unlatched" alarm came on during the aeration cycle. When the sterilizer door was opened, a strong smell came out; two employees who were operating the equipment reported burning eyes and scratchy throats. No medical attention was sought and the user facility reported that the employees are fine with no sustaining injuries. There were no reported procedural delays or cancellations.

Manufacturer narrative:
A steris service technician went onsite, ran a test cycle and found that the unit was operating to specifications and could not duplicate the reported event. The unit was returned back into service and no further issues have been reported with the equipment. The v-pro sterilizer is not covered by steris maintenance contract service but is under warranty. Previous preventive maintenance was performed this unit on 7/25/11 when it was found to be operating properly. The source of the smell could not be determined, but was most likely traces of hydrogen peroxide as this occurred during the aeration cycle. No root cause was identified as the reported malfunction could not be duplicated; the sterilizer was fully inspected after the reported event and found to be operating properly.